Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was detached and missing. It was also noted that the foot was bent and bearings were corroded. Laser markings were illegible and faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 42 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of attachment damaged, bent foot and detached part. Repair escalated to product event due to decontamination finding of cut foot. On follow up, it was confirmed that there was no patient or staff impact and there was no delay on the procedure as the damage was identified during device cleaning.